Event description:
It was reported by the customer there has been an "increasing prevalence of channel error alarms". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of an increasing prevalence of channel error alarms could not be confirmed. ¿ no device or logs were provided by the facility for further analysis. ¿ the photo received offered no information for investigation of the reported issue ¿ the file was opened to document the issue that was reported. No further investigation of this event is possible currently. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause could not be identified because the requested devices or their associated logs and data set were not provided by the facility.

Event description:
It was reported by the customer there has been an "increasing prevalence of channel error alarms". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.